Manufacturer narrative:
Date sent to the FDA: 08/17/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted remnants of the previous mesh were present on the right side of the defect. The defect mostly lay beneath and to the left of the previous repair. It was reported that the patient experienced severe pain. No additional information was provided.